Event description:
Physician was performing an l-5 nerve root compression secondary to herniation of the l4-l5 intervertebral disc. At the beginning of the procedure, a small straight pituitary forceps was inserted through the opening in the posterolongitudinal ligament just for size opening and the upper lip broke and was left in the interspace. Following the procedure, a portable x-ray unit was brought into the room and using multiple ap and lateral films, as well as the flexible laparoscope for interspace inspection, the tip was found and retrieved using another straight pituitary forcep. The patient suffered no harmful effects of the procedure and required no further medical treatment.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.